Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that leakage occurred at the purple spike connection that goes into the feeding bag.

Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. Thirteen new samples were received for evaluation. All the samples were visual and functional inspected. While performing the functional inspection the product was found to have a leak at the connector. The failure mode reported was confirmed as manufacturing related and a corrective action has been opened to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.